Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or pt vascular anatomy, absorbable components and delivery system should be withdrawn from the pt. Hemostasis can then be achieved by applying manual pressure. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported that following a left heart catheterization, selective coronary angiography and left ventriculography, a 6f angio-seal vip was selected for use. The angio-seal device was deployed and during pullback, the anchor detached. Manual compression was applied for 15-20 minute to achieve hemostasis. The pt was observed overnight and discharged the next day.